Event description:
It was reported there were 4 pods which the patient¿s blood glucose reached between 254 to 373 mg/dl and upon inspection it was noticed that the pod had fallen off which caused the cannula to come out of the skin. Hyperglycemia treated by patient activating new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.